Manufacturer narrative:
Additional repairs outside the recall repair were addressed. The device was repaired, retested, and released back to the customer. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp recall 2007- 05/10/2019 10:40:14 jeannette kenefick (jkenefic) patrick goodale - biomed 847-360-3000 x3842 patrick_goodale@quorumhealth.com 05/28/2019 08:09:49 quirino c guarin (qguarin) broken front case and rear case. Third party door latch. Submitted for customer approval for major repair. 06/03/2019 13:18:46 lauryne wasan (lwasan) major repair repairs needed per dung nguyen, service tech, due to cracked submechanism bezel assembly, and corroded rear case. Repair declined by patrick goodale, biomed, at patrick_goodale@quorumhealth.com as the customer requested the unit be returned unrepaired for all additional repairs. Please only complete the recall. 06/03/2019 13:21:40 lauryne wasan (lwasan) correction: repair needed per jun guarin, due to non alaris parts: door assembly, pressure sensor (upper) and door cover. 06/05/2019 12:03:42 quirino c guarin (qguarin) missing qc seal and broken torque cement on bezel. 06/11/2019 05:12:21 annette a mendez (amendez) 1001901751670006008500102839879849 02/01/2020 10:53:34 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.